Event description:
It was reported that during preparation for a procedure, a slit in the cord was observed and the wires could be seen. The procedure was completed utilizing a device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. Visual and functional testing were performed and the customer's allegation was confirmed. A probable root cause could not be identified. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.